Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a scope communication e216 error. There were no reports of patient harm. The device was returned and evaluated, and foreign material was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was found that due to corrosion on the scope connector, the e216 scope communication error occurs. In addition to the nozzle having foreign material, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction does not meet standard value, the adhesive on the bending section cover had a crack, the scope connector was dirty due to water leakage, switch (1) had a scratch, the scope connector had a scratch, the scope identification is not displayed, and a b30 (scope communication error) occurs due to corrosion on the endoscope connector, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, ¿3.3 inspection of the endoscope¿ and ¿3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A) inspection of the water feeding function. 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function. 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's allegation was not confirmed at the olympus repair center. The device was cleaned, disinfected and sterilized prior to sending it for repair and the customer's process was as follows: there was no delay in the start of pre-cleaning, the device was immersed in detergent solution. The nozzle was flushed with air, water, detergent solution and wiped with a lint free cloth, the customer did not know when the foreign material adhered to the endoscope; however, there was no possibility that the endoscope was used for a procedure with foreign material adhered to it, and there were abnormalities in the accessories used for reprocessing.